Event description:
Additional information was received by a health care provider via a manufacturer representative. This information was previously reported in manufacturer report # 3004209178-2016-03388, 3007566237-2016-00989, and 3007566237-2016-00991. It was reported that in (B)(6) 2015 the patient was having subclinical seizures. Additionally, the patient would sleep 24-36 hours and would wake up incoherent. The patient saw a neurologist to rule out other stuff. The health care provider performed a CT spiral dye study on (B)(6) 2016, and it looked good.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 2,000mcg/ml, 1,972mcg/day, in a flexible dosing pattern, for intractable spasticity. The patient was brought to the emergency room (e.r.) At 5:30pm on (B)(6) 2015 with symptoms of lethargy. He had also had an episode on thursday the week prior ((B)(6) 2015) but went home. The company representative was called to interrogate the pump and rule out a malfunction. The pump logs showed no events or recent changes. The last pump refill occurred on (B)(6) 2015. The ER physician decided to make no changes and have the patient transferred to another hospital, where his pump was being managed. No surgical intervention was planned. The issue was unresolved at the time of this report. The patient¿s status at the time of this report was ¿alive-no injury.¿ follow-up is being conducted to obtain all information relevant to the report, such as cause of the event, actions/interventions, and outcome.